Manufacturer narrative:
Integra has completed their internal investigation on june 17, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the distal part of the jaws is more aggressive than the lateral edges. The grasping function is compliant with manufacturing specifications. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the teeth length is compliant with specifications: 0,33 to 0,35mm. The manufacturing practices are "deburring on lateral edges of the jaws". The distal part of the jaws remains as is to allow prehension. The patient impact is likely due to a surgeon movement when grasping.

Event description:
It was reported that during a hernia surgery, the forceps were difficult to use which led to forceps getting stuck to the small bowel, causing an injury. The event led to 30 minutes surgical delay. Additional information has been requested.